Event description:
During placement of sense lead, physician suspected a pneumothorax which was confirmed after surgery. Patient was admitted to hospital and a chest tube was placed. Patient was released without sequelae.